Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion at the liquid crystal display board. Also, the device had a loose display window. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was performed. The customer stated that he removed the infusion set, ran a bolus and then reattached, but the device had the same alarm. The mother stated that the display overlay was lifted. No further info was provided.